Manufacturer narrative:
The investigation determined that a higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested using vitros tropi es reagent lot 6240 tested on a vitros xt7600 integrated system. The assignable cause of the event could not be determined with the information provided. A historic quality control review indicates vitros tropi es reagent lot 6240 was not performing as intended within the timeframe. However, the bias is negative, while the customer reported a higher than expected result. In addition, the customer does not process a quality control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 6240 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 6240. No diagnostic within-run precision testing to assess the performance of the vitros xt7600 integrated system was performed, therefore, a performance issue with the vitros xt7600 integrated system could not be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was unknown if the customer was following the sample collection device manufactures recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested using vitros tropi es reagent lot 6240 tested on a vitros xt7600 integrated system. Patient sample vitros tropies result of 0.091 ng/ml (above the url) vs. The vitros hstni result below the url biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 613971.